Event description:
It was reported that pump experienced battery charging issue that led to pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.